Event description:
It was reported that the catheter was inserted via the subclavian vein in a pt being treated for pneumonia. Two days later, the catheter began to leak and it was removed. During removal, the catheter separated into two pieces with the distal portion remaining in the vessel. The piece of catheter was removed from the pt in the radiology dept. There were no add'l pt complications.